Manufacturer narrative:
Device analysis conclusion: the device was received at csi for analysis without the guide wire. Visual examination did not reveal any damage. Adhered biological material was observed on the driveshaft. Examination in the area of the adhered material did not reveal any damage that would have contributed to the accumulation. The morphology and exact root cause of the accumulation is unknown. It is possible that the material accumulation may have contributed to the reported complaint; however, this could not be confirmed. The device data log was interrogated and showed several stall events, which may have contributed to the reported events. The exact cause of the stall could not be determined. The oad operated as intended during functional testing. At the conclusion of the complaint analysis investigation, the reported perforation and patient death could not be confirmed through analysis. The report that the oad became stuck on the wire also could not be confirmed through analysis as the guide wire was not returned with the oad, and a test wire passed through the oad without resistance. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the left anterior descending artery (lad) via right radial access. Tortuosity was moderate, and glideassist was used to position the device distal to the lesion for distal to proximal treatment. Angiography taken after the first treatment showed no issues, and two more treatment passes were performed without issue. The oad then became stuck on the guide wire. Glideassist was activated, but the oad stalled. An unsuccessful attempt was made to place a second wire past the oad crown to hold wire position; the oad and wire were removed together. Angiography then showed extravasation. The lad could not be rewired. The patient complained of chest pain, and EKG changes occurred. Acls medications were administered, and et and ventilator support were required. A pericardiocentesis was performed, and an impella was placed. The patient was sent for CABG. The physician stated that the complicated nature of the lesion, tortuosity, and no other treatment options besides oa and CABG could have contributed to the complications. The patient's ejection fraction was good following CABG. However, the patient expired later the same day.